Event description:
It was reported that t wave oversensing occurred post ventricular pace during an atrial fibrillation episodes. The patient would feel heart rate slow down when t wave oversensing was occurring. The device was reprogrammed to increase the left ventricular output and t wave oversensing was no longer noted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.